Event description:
Procedure type: cholecystectomy. According to the reporter: the surgeon pulled on the endobag containing the gall bladder, the bag was torn. The surgeon caught the gall bladder with forceps before it fell into the abdomen. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).